Manufacturer narrative:
H10: a field service engineer (fse) went onsite and attempted to calibrate the touchscreen to resolve the issue, but this did not resolve the issue. The fse then replaced the touchscreen and confirmed the reported issue was resolved. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen was slow. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the touchscreen was slow. Repair is currently pending.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). Pil found that this touch screen passed all flex cable resistance verification testing, diagnostics testing, and resistance measurements. The investigation resulted in no issue found.